Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associaed MDR#s: 3010532612-2025-00897, 3010532612-2025-00898, 3010532612-2025-00902, 3010532612-2025-00903, 3010532612-2025-00904.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc; the sheath was noted buckled. Blood was noted in the sheath sidearm. The bladder was noted un-wrapped. The one-way valve was tethered and connected to the short driveline tubing. Bends to the central lumen were noted at approximately 24cm and 26cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 34cm to 40cm and 69.5cm to 72.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted buckled and a portion of the iabc bladder was noted stretched, which indicates the iabc was not removed c orrect-ly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The customer submitted photos and video were re-viewed. The photo shows a table with the reported lot number. The photo shows the original packag-ing box with the serial number and lot number information, the lot number noted in the photo matches the lot number reported on the complaint report. The photo shows an intra-aortic balloon catheter (iabc), syringe, and sheath in a plastic bag. The teflon sheath was noted on the iabc bladder. The video shows an iabc under fluoroscopy. The balloon was observed to be not inflating properly, which is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormal-ities or debris were noted. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal, the bladder was noted stretched. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc dis-tal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not fully expand" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks are undetermined. The most probable potential cause of how the outer lumen was damaged is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associated MDR#s: 3010532612-2025-00897, 3010532612-2025-00898, 3010532612-2025-00902, 3010532612-2025-00903, 3010532612-2025-00904.